Event description:
The arterial line tubing reads ¿no sensor¿ on the monitor despite changing cables. A new art line tubing set up fixed the issue. This is the second set of defective tubing we¿ve had in the last month.